Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori-assisted tka, when pressing to unlock the real intelligence robotic drill the following message appeared after a few seconds: "system time out the robotic drill has been deactivated, press continue to reinitialize the robotics drill." Troubleshooting steps were taken but the same message kept coming up. The procedure was resumed, after a non-significant delay, by completing manually with conventional instrumentation. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Corrected data: d9 & h3 (device returned for analysis), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the real intelligence robotic cori drill rob10013, (B)(6), intended for use in surgery, was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed and the reported problem can be confirmed. A kpc test was performed, during which the bur was unable to be loaded. The drill was opened for further investigation. The exposure motor was tested and passed. It was found that the slip shaft was broken. No other defects were found. The slip shaft was replaced and the drill was reassembled. All kpc tests passed. Although the timeout error could not be reproduced, the broken slip shaft can potentially lead to this issue. Thus, the most likely cause for the reported issue is a broken slip shaft. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).